Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video laparoscope exhibited black circle in center of image. The issue occurred during sedation of a therapeutic laparoscopic hiatal hernia repair while the device was inside the patient. The procedure was completed with a similar device with a brief procedural delay. There were no reports of patient harm.